Manufacturer narrative:
Full establishment name: (B)(6) hospital public interest incorporated foundation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12° was broken. The issue occurred during a therapeutic transurethral resection of the bladder procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "during the transurethral resection of the prostate procedure, the loop of wa22302d was broken. / the tip electrode was melted" was caused by the following:1. Distal end - wear and tear: the loop at the distal end of the electrode wears out during use and can break, burn or melt.2. Proximal end - wrong handling: the damage to the proximal end of the electrode is associated with the working element used., the electrode was not checked for a secure fixation in the working element or the inner contact in the working element was defective. The event can be detected/prevented by following the instructions for use which state: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." "Caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." Olympus will continue to monitor field performance for this device.